Event description:
It was reported that upon powering up, a 980 ventilator failed the power on self test (post). The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found that unit required calibration of the exhalation flow sensor (evq). The se performed calibrations and extended self-testing on the device and all tests passed.